Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047 software analyzer. (B)(4)

Event description:
It was reported that the analyzer no longer recognized/communicated with the programmer. Both the programmer and the analyzer were returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment that the analyzer no longer recognized/communicated with the programmer, the programmer communicated with a known, good analyzer. Analysis did note that the lower case was worn, the keyboard was pulling apart, both keyboard hinges were broken and both latch tabs of the power cord bay were broken. All found defective parts were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.